Event description:
It was reported that, "the surgeon was attempting to tighten the above referenced cable to a 200mm dall miles grip plate using 2 different single-sided tensioners. Neither of the tensioners would grip the cable and provide any tension at all."

Manufacturer narrative:
Investigation in progress. No additional information at this time.